Manufacturer narrative:
Batch review performed on 31 july 2025: lot 2000901: (B)(4) items manufactured and released on 08-june-2020. Expiration date: 28-may-2025. No anomalies were found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation: revision 4 years and 9 months after primary rsa due to proximal stem loosening. Radiographic evaluation shows radiolucent lines around the proximal part of the stem, gaps between the prosthesis and bone, and signs of osteolysis, all suggesting poor osseointegration. Subsidence of the stem within the humeral canal may also be present. These findings are consistent with proximal loosening, a known adverse event described in the literature following primary shoulder arthroplasty. In the absence of additional clinical or radiological history, we assume this is a case of aseptic loosening. Conclusion: there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery at about 4 years and 9 months from primary due to proximal stem loosening. The surgeon revised all components to competitor components, and the surgery was completed successfully.